Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose value was 400 mg/dl. The customer¿s other blood glucose mentioned was 268 mg/dl. Sensor glucose value from reported event was 349 mg/dl. The customer did not provide information about symptoms and treatment. Insulin delivery was suspended due to sensor glucose and blood glucose difference. Customer was able to upload to carelink. The insulin pump will not be returned for analysis.